Event description:
Customer reported that charging port was loose and required wiggling the cable to connect and charge, pump did not hold a charge and needed daily charging, touchscreen was delayed and unresponsive, and pump insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and no further information about outcome was provided.